Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('malposition of essure device location of device: shifted and was crooked / pieces of the essure broke (in one)'), device dislocation ('migration of essure device location of device:"disappeared during implantation¿/malposition of essure device location of device: shifted and was crooked'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus'), rheumatoid arthritis ('rheumatoid arthritis') and nephrolithiasis ('bladder or urinary problems or changes: possible stones found discussed essure as possible issue') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stone urinary bladder, pregnancy (on (B)(6) 2001, on (B)(6) 2003, on (B)(6) 2007.), multigravida, parity 3 (on (B)(6) 2001, on (B)(6) 2003, on (B)(6) 2007.) And ovary inflammation. Patient underwent essure confirmation test result was all was fine. Previously administered products included for birth control: depo-provera from 2002 to 2008. Concurrent conditions included endometriosis of uterus, cervix inflammation, essential hypertension, body mass index normal and uterine enlargement. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain lower ("cramping"), rash ("rash"), lymphadenopathy ("swelling of glands") and feeling abnormal ("general feeling") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids/leiomyoma"), leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma") and weight increased ("weight gain/ loss (specify which one) gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2018 and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, nephrolithiasis, vaginal haemorrhage, menorrhagia, endometriosis, uterine leiomyoma, leiomyoma, dysmenorrhoea, fatigue, abdominal pain lower, rash and lymphadenopathy outcome was unknown, the systemic lupus erythematosus and rheumatoid arthritis had not resolved and the weight increased and feeling abnormal had resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, leiomyoma, lymphadenopathy, menorrhagia, nephrolithiasis, rash, rheumatoid arthritis, systemic lupus erythematosus, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. During procedure patient was told equipment and pieces of the essure broke (in one). Nurse. Had to go to hospital to get new devices. (On (B)(6) 2008). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine leiomyoma, menorrhagia, uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('malposition of essure device location of device: shifted and was crooked / pieces of the essure broke (in one)'), device dislocation ('migration of essure device location of device:"disappeared during implantation¿/malposition of essure device location of device: shifted and was crooked'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus'), rheumatoid arthritis ('rheumatoid arthritis'), nephrolithiasis ('bladder or urinary problems or changes: possible stones found disc used essure as possible issue') and sjogren's syndrome ('sjogren's syndrome') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stone urinary bladder, pregnancy (B)(6)2001, (B)(6)2003, (B)(6)2007.), multigravida, parity 3 (B)(6)2001, (B)(6)2003, (B)(6)2007.), ovary inflammation, lupus erythematosus and rheumatoid arthritis. Patient underwent essure confirmation test result was all was fine. Previously administered products included for birth control: depo-provera from 2002 to 2008. Concurrent conditions included endometriosis of uterus, cervix inflammation, essential hypertension, body mass index normal and uterine enlargement. On (B)(6)2008, the patient had essure inserted. In 2014, the patient experienced nephrolithiasis (seriousness criterion medically significant). In 2015, the patient experienced sjogren's syndrome (seriousness criterion medically significant). In (B)(6)2015, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids/leiomyoma"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), abdominal pain lower ("cramping"), rash ("rash"), lymphadenopathy ("swelling of glands") and feeling abnormal ("general feeling") and was found to have leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma") and weight increased ("weight gain/ loss (specify which one) gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) on (B)(6)2018 and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, device dislocation, nephrolithiasis, vaginal haemorrhage, menorrhagia, endometriosis, uterine leiomyoma, leiomyoma, dysmenorrhoea, fatigue, abdominal pain lower, rash, lymphadenopathy and sjogren's syndrome outcome was unknown, the systemic lupus erythematosus and rheumatoid arthritis had not resolved and the weight increased and feeling abnormal had resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, leiomyoma, lymphadenopathy, menorrhagia, nephrolithiasis, rash, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. During procedure patient was told equipment and pieces of the essure broke (in one). Nurse. Had to go to hospital to get new devices. (B)(6)2008). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Imaging procedure - in (B)(6)2008: results: all was fine.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine leiomyoma, menorrhagia, uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: plaintiff fact sheet received. Event rashes or skin conditions- type: possible ra/sjogren's syndrome was added. Event onset date was updated. Reporter's information was updated. Historical conditions and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('malposition of essure device location of device: shifted and was crooked / pieces of the essure broke (in one)'), device dislocation ('migration of essure device location of device:"disappeared during implantation¿/malposition of essure device location of device: shifted and was crooked'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus'), rheumatoid arthritis ('rheumatoid arthritis') and nephrolithiasis ('bladder or urinary problems or changes: possible stones found disc used essure as possible issue') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stone urinary bladder, multigravida, parity 3 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2007) and ovary inflammation. Patient underwent essure confirmation test result was all was fine. Previously administered products included for birth control: depo-provera from 2002 to 2008. Concurrent conditions included endometriosis of uterus, cervix inflammation, essential hypertension, body mass index normal and uterine enlargement. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain lower ("cramping"), rash ("rash"), lymphadenopathy ("swelling of glands") and feeling abnormal ("general feeling") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids/leiomyoma"), leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma") and weight increased ("weight gain/ loss (specify which one) gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2018 and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, nephrolithiasis, vaginal haemorrhage, menorrhagia, endometriosis, uterine leiomyoma, leiomyoma, dysmenorrhoea, fatigue, abdominal pain lower, rash and lymphadenopathy outcome was unknown, the systemic lupus erythematosus and rheumatoid arthritis had not resolved and the weight increased and feeling abnormal had resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, leiomyoma, lymphadenopathy, menorrhagia, nephrolithiasis, rash, rheumatoid arthritis, systemic lupus erythematosus, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). During procedure patient was told equipment and pieces of the essure broke (in one). Nurse. Had to go to hospital to get new devices ((B)(6) 2008). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine leiomyoma, menorrhagia, uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr received: new events migration of essure device, device breakage, pain, abnormal bleeding (vaginal, menorrhagia), lupus, rheumatoid arthritis, kidney stones, endometriosis, fibroids, leiomyoma, dysmenorrhea, fatigue, weight gain, cramping, rash, swelling of glands, general feeling. New reporters, dob, lab data, removal date were added. Concomitant conditions, historical drugs, medical history were added. Outcome of weight gain and abnormal feeling were updated as recovered/resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.